Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Air embolism is a known potential complication associated with all patients implanted vads. Cardiac arrhythmia, and hepatic & renal dysfunction are known potential complications associated with all patients implanted with vad's. The instructions for use (IFU) addresses guidelines for optimal patient management. The medical team stated that they believed the event was related to the patient recent lvad thrombosis with exchange, as well as the patient's past medical history of severe aortic insufficiency which was identified and treated during the device exchange. Untreated aortic insufficiency has been demonstrated to increase in severity overtime with vad patients. The medical team identified and corrected the issue at the time of the pump exchange which helped to resolve the patient's clinical issues related to aortic insufficiency during the post-operative period following the exchange. In addition, the patient's history of liver dysfunction prior to the exchange also contributed to her complicated post-operative period. With a review of the available information there is no evidence of any device malfunctions or performance issues of the device that would impact the reported event. Though the patient's complicated post-operative period may have been exacerbated due to the second surgical procedure for pump exchange due to suspected thrombus, there is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The most likely root cause of the reported event is the patient's history of liver dysfunction prior to pump exchange, untreated aortic insufficiency, and related comorbidities. Though the root cause of the event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event.

Event description:
It was reported by the clinical engineer that this patient experienced a difficult post-operative period including cardiac arrhythmia, and hepatic and renal dysfunction after lvad exchange for suspected thrombus. The patient had been experiencing elevated liver function tests while on original lvad that were exacerbated after the device exchange. On (B)(6) 2015, the patient went into supraventricular tachycardia (svt) requiring one dose of adenosine with resulting conversion back to sinus rhythm (sr). The patient subsequently experienced increased kidney function peaked requiring continuous veno-venous hemofiltration dialysis (cvvhd). She transitioned to sustained low-efficiency dialysis (sled) in hopes that her blood pressure (bp) would better tolerate the dialysis and allow the site to wean her from inotropic support. The patient remained intubated since surgery and went for a tracheostomy on (B)(6) 2015. She was also being treated with 4ppm of inhaled nitric oxide (ino) with hopes to wean soon. The patient's liver function tests (lfts) were elevated pre-exchange and had continued to increase post-exchange requiring her to be taken back to the operating room for cholecystectomy tube placement on (B)(6) 2015. She subsequently underwent a cholecystectomy on (B)(6) 2016. The last report received indicates that the patient remained hospitalized on cvvhd, but is progressing clinically and is being considered for inpatient rehabilitation. The medical team believes that the event was related to the patient recent lvad thrombosis with exchange as well as the patient's severe aortic insufficiency which was identified and treated during the device exchange.